Event description:
Boston scientific crm received information that during the implant procedure, a dissection of the coronary sinus occurred. Reportedly, this was caused by the non-boston scientific crm diagnostic catheter's rigid tip. The dissection was confirmed by contrast imaging. There was no allegation against the boston scientific crm product. Post procedure, the patient displayed low blood pressure, jugular turgor and perspiration; an echocardiography confirmed a cardiac tamponade. The patient was returned to the operating room to perform a pericardiocentesis, however, during that procedure, the right ventricle was perforated. The patient's condition worsened and the patient had a cardiac arrest and was successfully resuscitated. After thirty minutes; the patient stabilized; a second successful pericardiocentesis procedure was performed. The blood was removed; however, new bleeding was noted from the pericardial detachment area. The patient was returned to the cardiosurgery room; the coronary sinus dissection was confirmed. In addition, left ventricle lesions and right ventricle lesions were revealed and were successfully repaired. This left ventricular lead remained implanted and in service; the patient remained hospitalized.

Manufacturer narrative:
Additional information was received; four days post arrest, the patient died. It was thought, the patient died due to reduced cardiac output caused by the maneuvers during resuscitation. There was no allegation against the boston scientific crm device. At this time, it is unknown whether this lead will be returned for analysis. Should additional information become available, this event will be updated.